Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that the original plan at the time of the index procedure was for the physician to coil and cover both internal iliac arteries due to both sides being aneurysmal. The physician had decided that the patient would be brought back to have the right internal iliac artery coiled at a later date, therefore, a 28mm diameter limb was placed to achieve a seal. At the one year follow up, it was noted that the right common iliac limb had migrated proximally, and the diameter of the right common iliac aneurysm had grown in diameter. The patient was brought back on (B)(6) 2025 to have his internal iliac artery coiled and then a 12x160 ovation ix limb was placed to cover the internal iliac artery and extend the seal into the right external iliac artery. The procedure was completed successfully, and the patient was discharged and is doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the proximal migration of the right common iliac artery stent, right common iliac artery aneurysm enlargement of 9.8mm and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely user related. The right internal iliac artery was left untreated, and a 28 mm diameter limb was placed in the right common iliac artery to achieve an acute seal. The secondary was a staged planned procedure. The right common iliac artery measured 43.2 mm in maximum diameter and 38mm distal diameter at the index procedure, which represents off-label iliac anatomy (should be 8-25mm). This likely contributed to the reported event (user related). Procedure related harms could not be determined. The final patient status was reported as discharged to home and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated.